Event description:
The customer reported that the insulin pump dose not alarm when it should and she has been hospitalized in the past because of it. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.